Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported motion sensor test failure while he was rewinding it. Customer's blood glucose level was 128 mg/dl. Troubleshooting for the motion sensor test failure was performed. Customer performed the displacement test and failed. Customer was advised to monitor the insulin pump and call back if issues persist.